Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium contains two deeply embedded essure coils near the right and left cornua of the specimen') and pelvic pain ("pain (pelvic)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair and abdominal hernia. Essure confirmation test: unknown. Concurrent conditions included dysplasia of cervix (uteri), obesity, endometriosis, pelvic adhesions and bleed in luteal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), skin disorder ("rash/skin condition"), migraine ("migraine"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), joint swelling ("joint swelling") and dizziness ("dizziness"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, abdominal pain, menorrhagia, rash, allergy to metals, skin disorder, migraine, alopecia, gastrointestinal disorder, joint swelling and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dizziness, embedded device, gastrointestinal disorder, joint swelling, menorrhagia, migraine, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. As per mr, discrepancy noted in date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the myometrium contains two deeply embedded essure coils near the right and left cornua of the specimen. The essure coils are unable to be removed from the myometrium of the specimen due to their deeply embedded nature. The proximal portion of the right fallopian tube additionally contains a deeply embedded portion of essure coil. The serosa is 0.1 to 0.2 cm smooth-walled paratubal cysts containing translucent watery material. The left fallopian tube is 6.5 cm in length and up t0 0.8 cm in diameter. The proximal end of the specimen additionally contains a deeply embedded portion of essure coil.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history, event "the myometrium contains two deeply embedded essure coils near the right and left cornua of the specimen" and auto narrative supplement were added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium contains two deeply embedded essure coils near the right and left cornua of the specimen') and pelvic pain ('pain (pelvic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair and abdominal hernia. Essure confirmation test: unknown. Concurrent conditions included dysplasia of cervix (uteri), obesity, endometriosis, pelvic adhesions and bleed in luteal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), skin disorder ("rash/skin condition"), migraine ("migraine"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), joint swelling ("joint swelling") and dizziness ("dizziness"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, abdominal pain, heavy menstrual bleeding, rash, allergy to metals, skin disorder, migraine, alopecia, gastrointestinal disorder, joint swelling and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dizziness, embedded device, gastrointestinal disorder, heavy menstrual bleeding, joint swelling, migraine, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. As per mr, discrepancy noted in date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the myometrium contains two deeply embedded essure coils near the right and left cornua of the specimen. The essure coils are unable to be removed from the myometrium of the specimen due to their deeply embedded nature. The proximal portion of the right fallopian tube additionally contains a deeply embedded portion of essure coil. The serosa is 0.1 to 0.2 cm smooth-walled paratubal cysts containing translucent watery material. The left fallopian tube is 6.5 cm in length and up t0 0.8 cm in diameter. The proximal end of the specimen additionally contains a deeply embedded portion of essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('the myometrium contains two deeply embedded essure coils near the right and left cornua of the specimen') and pelvic pain ('pain (pelvic)'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hernia repair and abdominal hernia. Essure confirmation test: unknown. Concurrent conditions included: dysplasia of cervix (uteri), obesity, endometriosis, pelvic adhesions and bleed in luteal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), skin disorder ("rash/skin condition"), migraine ("migraine"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), joint swelling ("joint swelling") and dizziness ("dizziness"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, abdominal pain, menorrhagia, rash, allergy to metals, skin disorder, migraine, alopecia, gastrointestinal disorder, joint swelling and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dizziness, embedded device, gastrointestinal disorder, joint swelling, menorrhagia, migraine, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. As per mr: discrepancy noted, in date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2016, the myometrium contains two deeply embedded essure coils near the right and left cornua of the specimen. The essure coils are unable to be removed from the myometrium of the specimen, due to their deeply embedded nature. The proximal portion of the right fallopian tube additionally, contains a deeply embedded portion of essure coil. The serosa is 0.1 to 0.2 cm smooth-walled paratubal cysts containing translucent watery material. The left fallopian tube is 6.5 cm in length and up t0 0.8 cm in diameter. The proximal end of the specimen additionally, contains a deeply embedded portion of essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed, by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (pelvic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: unknown. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), skin disorder ("rash/skin condition"), migraine ("migraine"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), joint swelling ("joint swelling") and dizziness ("dizziness"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, rash, allergy to metals, skin disorder, migraine, alopecia, gastrointestinal disorder, joint swelling and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dizziness, gastrointestinal disorder, joint swelling, menorrhagia, migraine, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury nos" was replaced with the ¿pelvic pain¿. New events added: abdominal, bleeding: menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel allergy, migraine, hair loss, gi conditions, joint swelling and dizziness. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.